Manufacturer narrative:
The missing lot number was requested from the initial reporter. A follow up report will be submitted upon receipt of this information.

Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 20 in the patient's mouth, the implant did not achieve osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.